Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: lap cholecystectomy. Reportedly, the device was inserted into the trocar and the ring was removed. Then the suture broke. The staff used another device and the procedure was completed without any reported adverse affects.